Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicator advisory, triggered elective replacement indicator (eri) with a monitoring voltage of 2.55 volts and charge time measurements of 24.3 seconds. The device has been explanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has been returned to boston scientific. Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.